Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient observed a red dr. Icon on their communicator at home. The red dr. Icon is indicative of a change with this existing implantable cardioverter defibrillator (ICD), however, no further information was able to be obtained. At this time, the ICD remains in service. No adverse patient effects were reported.